Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7263926.

Event description:
It was reported that during the lead pull the contacts of the spinal cord stimulation (scs) lead was broken in half and unable to be retrieved from patients body. The patient underwent a procedure wherein the remaining portion of lead was removed during an implant procedure. The patient was doing well postoperatively, and the explanted device was kept by the facility.